Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of the patient. The patient was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported that the device migrated in (B)(6) of 2016. It was noted that the patient went into surgery in (B)(6) of 2016 where they put the device back in the pocket. No further complications were reported or were expected.